Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was explanted due to an unspecified issue. Patient condition could not be obtained.

Manufacturer narrative:
Analysis found that only the connector portion of the lead was returned in one piece measuring 5.1cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.